Event description:
Laparoscopic harmonic handpiece being used for case, white insulation on tip of device melted off. Piece removed and handed off of field. Device and melted insulation given to materials management. No injury to patient per surgeon. Ethicon rep notified.device #1is this a laboratory device or laboratory test?no.